Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00582 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd synapsys¿ when an error occurs and a sample does not get reprocessed misinterpretation can occur. The following information was provided by the initial reporter: customer instructed regarding samples in error stacker to avoid misinterpretations deleted media is not showing correctly when not being reprocessed.

Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ when an error occurs and a sample does not get reprocessed misinterpretation can occur. The following information was provided by the initial reporter: customer instructed regarding samples in error stacker to avoid misinterpretations deleted media is not showing correctly when not being reprocessed.